Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The unit had missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus delivery. The blood glucose reading was 180mg/dl. Troubleshooting was performed, and the drive support cap was loose and slanted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.